Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a late thrombosis occurred. The patient arrived at the hosp, in the middle of the night, with an acute myocardial infarction (ami). A taxus liberte drug eluting stent was placed a year ago at another hospital. The physician observed a clot inside the stent. He sucked the clot out and did ballooning. The physician was unable to ask if condition was due to patient not continuing aspirin as the pt couldn't speak english. No pt complications were reported. Pt status reported as "well and alive." This product is only ous approved but it is similar to a marketed us device. Several attempts to obtain additional info were made. However, additional information is unavailable.